Event description:
The defibrillators were inspected and the output was tested and verified. Then placed into service, then 3 days later while trying to resuscitate a pt the 1st defibrillator gave a failure code of bridge short and failed to operate. Then medical maintenance checked all the m series defibrillators and found another defibrillator with the same problem. This is initial assessment/report, no recommendations at this time.